Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having frequent high and low blood glucose readings. The caller stated that the customer passed away at home on (B)(6) 2015. The cause of death was pulmonary embolism. The caller stated that the customer was found in their home, was believed to be deceased, and was pronounced dead at the emergency room. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know why the insulin pump was removed from the customer and how long the customer had not been wearing the insulin pump. The caller was unsure whether the customer used sensors or not. The caller stated that they do not know where the insulin pump is. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.